Manufacturer narrative:
Exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5168414 / 5067329.

Event description:
It was reported that patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure. The explanted leads will not be returned.